Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was unable to recover the drawer and the refrigerator was unable to lock. The user was able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer found refrigerator and bins were all working normally and confirmed no issue on the station. The system functioned as intended.